Event description:
The doctor punctured by a needle due a safety cap malfunctioned.

Manufacturer narrative:
The reported lot no. From the maude system is ckdb07-04, which is not the product manufactured by zhejiang kdl instead lot no. Ckdb06-01 was provided by the distributor. Upon receipt of the customer complaint, zhejiang kdl performed investigations including retained sample test and process review, the root cause was determined as user error for not following the caution in the IFU. Details please see report (B)(4). Customer complain feedback sheet: received customer feedback stating "the doctor punctured by a needle due a safety cap malfunctioned. The samples cannot be obtained due to the customer contact details are unavailable." In response to this situation, our company immediately organized a quality control and production team to investigate and analyze the issue. The details are as follows: 1. Batch sample inspection: on (B)(6) 2024, we conducted an appearance inspection on 50 samples from batch number: ckdb06-01, specification model: 30g×1/2" (0.3mm×13mm), which were randomly selected from the batch. The needles were straight, smooth, without defects, and no incidents of bent needles or needles piercing through the protective covers were found. 2. Production process review: upon verification, there were no abnormalities in the raw materials, production process, or quality control during the production of this batch of hypodermic needles. The re-examination did not reveal any abnormalities. Based on the customer feedback, it is unclear whether the doctor was punctured before opening the packaging for use or while recapping the needle after use. Our preliminary analysis is as follows: 1. Penetrated needle cap before use - considering the production process and technique of the hypodermic needles, the batch underwent first article inspection before production. The factory has online detection during the assembly process of the protective cap on the hypodermic needles, with random checks (once every 4 hours), and final product inspections. No issues of needles piercing through the protective covers were found during these processes. Moreover, based on the feedback, the product had already been used clinically, and doctors should have completed inspections before using the needles for injections. Therefore, this factor can be completely ruled out. 2. Needle recapping after use - analysis shows that the product quality meets requirements. The cause is likely to be that users did not discard the used needles directly into sharps containers as required, but instead recap the needle after use and thus was punctured by the needle during this process. Combining the re-examination, investigation, and customer feedback, our company believes that the incident was caused by recapping the needle after clinical use, leading to the needle piercing through the protective cover and causing injury. Our preliminary analysis is as follows: 1. No abnormalities were found in the re-examined sample products or during the traceability process investigation. Based on customer feedback, our preliminary analysis suggests that the needle pierced through the protective cap after clinical use and while being recapped. 2. Our company's hypodermic needles are for single-use only and sterile. After clinical use, they should be disposed of directly into sharps containers (the correct method). However, the reason for doctors being pricked by needles while recapping is due to users incorrectly recapping the needle post-use, which does not comply with the disposal requirements for used medical devices. Additionally, our product packaging includes warning reminders that the needle tip should not be recapped after use. Disposition: corrective & prevention action 1. Suggest that the client further assists in gathering detailed feedback on specific issues from customers, such as whether injuries occur when re-sheathing the needle after clinical use leads to the needle cannula piercing through the protective cap and causing harm. 2. Recommend that the client informs clinicians to carefully read the instructions on the product packaging for correct use before using the product, and to properly handle the equipment after use. Corrective and preventive action verification: (1) on (B)(6) 2024, our company has completed the written explanation. As of february 8, 2024, we have not received any specific follow-up information from the client. (2) on (B)(6) 2024, our company has provided written advice to the client, suggesting that before using the product clinically, one should carefully read the instructions on the product packaging for proper use. After using the device, it should be discarded directly, and the protective cover should not be reattached to the needle hub. Follow-up sheet of corrective action and preventive action received customer feedback stating "the doctor punctured by a needle due a safety cap malfunctioned. The samples cannot be obtained due to the customer contact details are unavailable." In response to this situation, our company immediately organized a quality control and production team to investigate and analyze the issue. The details are as follows: 1. Batch sample inspection: on (B)(6) 2024, we conducted an appearance inspection on 50 samples from batch number: ckdb06-01, specification model: 30g×1/2" (0.3mm×13mm), which were randomly selected from the batch. The needles were straight, smooth, without defects, and no incidents of bent needles or needles piercing through the protective covers were found. 2. Production process review: upon verification, there were no abnormalities in the raw materials, production process, or quality control during the production of this batch of hypodermic needles. The re-examination did not reveal any abnormalities. Based on the customer feedback, it is unclear whether the doctor was punctured before opening the packaging for use or while recapping the needle after use. Our preliminary analysis is as follows: 1. Penetrated needle cap before use - considering the production process and technique of the hypodermic needles, the batch underwent first article inspection before production. The factory has online detection during the assembly process of the protective cap on the hypodermic needles, with random checks (once every 4 hours), and final product inspections. No issues of needles piercing through the protective covers were found during these processes. Moreover, based on the feedback, the product had already been used clinically, and doctors should have completed inspections before using the needles for injections. Therefore, this factor can be completely ruled out. 2. Needle recapping after use - analysis shows that the product quality meets requirements. The cause is likely to be that users did not discard the used needles directly into sharps containers as required, but instead recap the needle after use and thus was punctured by the needle during this process. Combining the re-examination, investigation, and customer feedback, our company believes that the incident was caused by recapping the needle after clinical use, leading to the needle piercing through the protective cover and causing injury. Our preliminary analysis is as follows: 1. No abnormalities were found in the re-examined sample products or during the traceability process investigation. Based on customer feedback, our preliminary analysis suggests that the needle pierced through the protective cap after clinical use and while being recapped. 2. Our company's hypodermic needles are for single-use only and sterile. After clinical use, they should be disposed of directly into sharps containers (the correct method). However, the reason for doctors being pricked by needles while recapping is due to users incorrectly recapping the needle post-use, which does not comply with the disposal requirements for used medical devices. Additionally, our product packaging includes warning reminders that the needle tip should not be recapped after use. Corrective measure/preventative actions to be taken: 1. Suggest that the client further assists in gathering detailed feedback on specific issues from customers, such as whether injuries occur when re-sheathing the needle after clinical use leads to the needle cannula piercing through the protective cap and causing harm. 2. Recommend that the client informs clinicians to carefully read the instructions on the product packaging for correct use before using the product, and to properly handle the equipment after use. Completion of corrective / preventive actions (1) on (B)(6) 2024, our company has completed the written explanation. As of (B)(6) 2024, we have not received any specific follow-up information from the client. (2) on (B)(6) 2024, our company has provided written advice to the client, suggesting that before using the product clinically, one should carefully read the instructions on the product packaging for proper use. After using the device, it should be discarded directly, and the protective cover should not be reattached to the needle hub.